Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician inserted 6f-7f mynx control vascular closure device (vcd) into the sheath (unknown) but resistance was felt and it would not advance all the way. The device was removed, and it appeared that the distal tip had split and the sealant swelled. Another mynx device was opened and deployed with no issue. There was no reported patient injury. There was no presence of pvd / calcium in the vicinity of the puncture site. The was no vessel tortuosity at the access site. The patient was not morbidly obese. The mynx device was prepped per instructions for use (IFU). The device was used in a peripheral procedure with a 6f unknown sheath. The deployer¿s training status was mynx certified. The device removed from the package per standard procedure. There was no difficulty prepping the device. The sheath was not kinked/bent upon removal. There was no excess force applied during insertion. The hospitalization was not extended as a result of the reported event. Additional patient and procedural details were requested but were not available. The device is expected to be returned for analysis.

Manufacturer narrative:
As reported, the physician inserted 6f-7f mynx control vascular closure device (vcd) into an unknown sheath, but resistance was felt, and it would not advance all the way. The device was removed, and it appeared that the distal tip had split, and the sealant swelled. Another mynx device was opened and deployed with no issue. There was no reported patient injury. There was no presence of pvd / calcium in the vicinity of the puncture site. The was no vessel tortuosity at the access site. The patient was not morbidly obese. The mynx device was prepped per instructions for use (IFU). The device was used in a peripheral procedure with a 6f unknown sheath. The deployer¿s training status was mynx certified. The device removed from the package per standard procedure. There was no difficulty prepping the device. The sheath was not kinked/bent upon removal. There was no excess force applied during insertion. The hospitalization was not extended as a result of the reported event. Additional patient and procedural details were requested but were not available. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant was exposed to blood and remained in the manufacturing position. The sealant outer sleeve assembly was observed to have been bent/damaged as received. No damage was observed in the atraumatic wire distal tip. The procedural sheath was not returned with the device. Per functional analysis, an applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Resistance was felt due to the damages in the sealant outer sleeve assembly; however, once it passed the procedure sheath¿s valve, the device was able to be advanced though the sheath¿s lumen as intended per the mynx control instructions for use. Per microscopic analysis, visual inspection under high magnification showed that the sealant outer sleeve assembly was bent/damaged as received. The sealant was exposed to blood and remained in the manufacturing position. No damage was observed on the atraumatic tip. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A product history review of lot f2104202, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿resistance friction with csi and atraumatic tip- frayed-split-torn¿ was not confirmed during analysis of the returned device. The device was able to enter an applicable lab introducer sheath and no damage was observed on the atraumatic tip. The exact cause of the difficulties encountered by the customer could not be conclusively be determined. Procedural factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.